Event description:
Boston scientific received information that this chronic right ventricular (rv) lead exhibited increased impedances of 123 ohms. The high impedances were within range, but elevated during the testing at implant. Defibrillation testing failed to convert to ventricular fibrillation (vf) in both polarities. Additionally, the lead was undersensing vf at which time a 36 joules shock was commanded and failed, the patient was rescued externally. The physician decided to surgically abandon this rv lead and replace with another. No other adverse patient effects reported from the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.